Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('she had a rupture of her fallopian tube'), device dislocation ('device migration\migration of essure device:could not locate essure') and pregnancy with contraceptive device ('pregnancy- birth - complication') in a 29-year-old female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (dates of live births: (B)(6) 2007, (B)(6) 2013.), asthma, multi gravida, parity 2, vomiting and thrombosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"), 1 month 1 day after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and flank pain ("pain on my side") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, alopecia, hormone level abnormal, migraine, nausea, weight increased, vaginal haemorrhage and flank pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, flank pain, hormone level abnormal, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for migration. Complications of unintended pregnancy-termination. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal pain, anxiety, headache. Lot number: a64624 manufacture date: 2012-10; expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('she had a rupture of her fallopian tube'), device dislocation ('device migration\migration of essure device:could not locate essure') and pregnancy with contraceptive device ('pregnancy- birth - complication') in a 29-year-old female patient who had essure (batch no. A64624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (dates of live births: (B)(6) 2007, (B)(6) 2013.), asthma, multi gravida, parity 2, vomiting and thrombosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"), 1 month 1 day after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and flank pain ("pain on my side") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, alopecia, hormone level abnormal, migraine, nausea, weight increased, vaginal haemorrhage and flank pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, flank pain, hormone level abnormal, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for migration. Complications of unintended pregnancy-termination. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal pain, anxiety, headache. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received- new event abnormal bleeding (vaginal),flank pain,she had a rupture of her fallopian tube was added. Reporter information, medical history and lot number were added. Pregnancy outcome updated. Event spontaneous abortion deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), pregnancy with contraceptive device ('pregnancy- birth - complication') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), alopecia ("hair loss"), migraine ("migraines") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, alopecia, hormone level abnormal, migraine, nausea and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for migration diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- previously reported event "injury to herself" updated to "device migration", events- " pelvic pain, dyspareunia(painful sexual intercourse), dysmenorrhea(cramping), apareunia, menorrhagia(heavy menstrual bleeding), bladder disorder, urinary problems, hair loss, hormonal changes, migraines, nausea, weight gain, pregnancy-birth complication, device ineffective and miscarriage", lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.